Event description:
Nurse got stuck with a needle. He was removing the needle by pulling on the needle remover after starting the IV. While pulling it out of the patient, the needle came through the plastic y adapter and stuck the nurse. Since the y adapter now had a hole in it, the entire IV had to be removed and resulted in the patient being stuck again for IV placement and the employee being exposed to a needle stick.